Event description:
Customer had a seizure after receiving a blood glucose result of 85mg/dl. Paramedics were called and they tested their blood glucose and received a result of 23mg/dl. An IV was started and the customer was taken to the hosp. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.